Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
The only device in the aorta at the time of the dissection was the tacticath. The high contact force aided the user to identify an issue and was not a performance problem with the device. A CT revealed the dissection resolved and the patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a ventricular tachycardia ablation procedure, a dissection occurred. During retrograde in the left ventrical through the femoral artery and aorta, geometry and mapping was completed. The catheter was inserted through the same introducer for ablation. When in the descending aorta, the catheter was noted as stuck and the contact force high. An angiogram confirmed a retrograde dissection with an entry point approximately around the aortic bifurcation. There were no patient syptoms however pain was experienced. The procedure was able to be continued with constant patient monitoring. The patient was stable with no symptoms or pain. It was indicated that the dissection may have closed due to blood pressure.